Event description:
It was reported that on (B)(6) 2024, a 19mm amplatzer septal occluder was implanted in a patient. During surgery perforation was described by a hole 1mm punctiform near the non coronary sinus. It is unknown if any intervention was performed at that time. On (B)(6) 2024, the patient had aorta perforation erosion post procedure. The patient was transferred to surgery to close hole in the aorta. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility related tissue erosion and perforation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had aorta perforation erosion post procedure. The patient was transferred to surgery to close hole in the aorta. Perforation was described by a hole 1mm punctiform near the non-coronary sinus during surgery. Based on the information received, the cause of the reported patient-device incompatibility related tissue erosion and perforation could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of patient-device incompatibility, perforation, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Information from the field indicated that the patient had aorta perforation erosion post procedure. The patient was transferred to surgery to close hole in the aorta. Perforation was described by a hole 1mm punctiform near the non-coronary sinus during surgery. Based on the information received, the cause of the reported patient-device incompatibility related tissue erosion and tissue damage, perforation, and cardiac tamponade could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.